Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after underestimating meal carbohydrates while using a replacement ilet with an inset 23" 6 mm infusion set; glucose rose to approximately 450 mg/dl for about three hours, alerts for prolonged hyperglycemia were received, and no backup therapy or ketone testing was used. Symptoms included blurry vision, headache, and thirst. Outcomes included no professional medical intervention, no assistance required, and no hospitalization. Investigation included agent-guided troubleshooting to assess for infusion site leakage or odor of insulin, evaluation of insulin on board, and counseling on the corrective algorithm and infusion set change if glucose did not decline. Investigation of this case revealed no evidence of site leakage and no device alarms beyond high-glucose notifications, with a working corrective algorithm and pending user-directed site change; the cause of the hyperglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.